Event description:
Boston scientific received information that, during the implant procedure, the associated implantable cardioverter defibrillator (ICD) was connected to the associated rv shocking lead and this endotak xp sq array. When programmed in the triad configuration, a shock impedance of greater than 125 ohms was observed. The device was then programmed coil to can, and measurements were within normal range, and induction and conversion tests were successfully completed. The decision was made to leave the device programmed coil to can. This patient will be followed-up in the near future. The physician does not suspect rv lead defect, but noted the sub q array was the suspected cause for oor measurements. There were no adverse patient effects reported.

Manufacturer narrative:
This endotak xp sq array remains in service. At this time, there is no additional information. Should additional information become available, this report will be updated.